Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the programmer was used to interrogate the ICD it exhibited a lower than expected longevity estimate due to a programmer software estimator error. It was noted that a subsequent transmission displayed an appropriate longevity estimate and the programmer software was updated to resolve the issue. No patient complications have been reported as a result of this event.